Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the air/water tube, air/water cylinder and the jet tube of the colonovideoscope had foreign material. Based on the results of the investigation, the probable root cause is failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the air/water tube, air/water cylinder and the jet tube of the colonovideoscope had foreign material. There were no reports of patient involvement.